Event description:
The advocate stated her daughter's contour next link did not retain her blood glucose readings in memory after uploading her meter to carelink. No adverse event was alleged. The advocate was advised to return the meter for evaluation. A new meter was sent to the customer.